Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced high blood glucose levels below 500 mg/dl. She went to go see her healthcare provider and found that the insulin pump was not delivering insulin. The customer received no delivery alarms. She attempted to run a bolus but the motor was not pushing insulin. The product was returned. Nothing further to report.